Event description:
Customer reported patient fall via email. Sensor pad discarded, returning alarm for evaluation. No gtin number. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
This report is based solely on the customer¿s allegation that resulted in a patient fall. Customer confirmed the product will not be returning for analysis. Therefore, this event is reported based on historical data of similar complaints. A review of the complaint database for part 8309 and 8309el revealed similar complaint alarms either sounding when they shouldn¿t or not sounding when they should. Investigations into these complaints revealed that the most likely cause is either damage to the sensor receptacle or damage to the rj-11 clip. Damage can cause the pins inside the sensor receptacle to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit in the receptacle, which can allow movement to affect function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).